Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The ventilator was returned to manufacturer's service center for evaluation and the customer's complaint was confirmed. A "service required" code was observed in the ventilator's downloaded error log. The device's detachable battery cable was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the detachable battery cable. The detachable battery cable was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the detachable battery cable failing was due to a flux short between diodes (d1 and d2).